Manufacturer narrative:
The valve was patent passed siphon, reflux and leakage testing. It was within specifications for all pressure-flow and preimplantation tests. There were no detected holes, tears or leaks in the valve. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All our products are 100% tested at the time of MFR.

Event description:
It was reported that the valve began to leak three years after implantation.